Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The sales representative reported that the patient suffered from a fall and their joint went into deep flexion. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a dislocated tibial hinge component.